Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed sc pcb assembly and determined that the cause of the reported failure was a temperature sensitive integrated circuit (ic) chip, designator u83. Ic chip u83 was sensitive to heat and it would cause the device to lock-up with a white display.the removed ui pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
It was reported that the device had a blank white display and would not complete a boot-up cycle. This is indicative of a lock-up failure and could inhibit the user from using the device in a critical situation. There was no patient use associated with the reported failure.